Manufacturer narrative:
No sample has been received for evaluation. All batches are released according to the required specifications. A lot code would be required for further evaluation. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely; chemistry and microbiology data must met requirements prior to release of product. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient had endophthalmitis in his right eye following a standard cataract surgery. The patient was treated by a retinal specialist and is reported to have done well. Cultures were performed and revealed staphylococcus lugdunensis as the responsible bacteria. The surgeon reported that although duovisc was used during the procedure, this product was not believed to have caused or contributed to this event. No other alcon surgical products were used during the case. A letter was received from the patient's attorney indicating the patient has undergone multiple intravitreal injections, topical medications, and further surgery to treat the endophthalmitis. In addition, the eye was reported to have permanent effects from the bacterial infection such as fibrin attachments on the retina and may also result in toxic damage from the cellular debris that is still slowly dissolving as a result of having had hypopyon.